Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 7990094. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 24 september 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2016, the patient underwent a left knee revision due to left total knee arthroplasty failure, tibial loosening, stiffness, and pain. The surgeon indicated the femoral component was removed easily. He reported the tibial component was grossly loose. The surgeon reported the tibial plateau was noted to have a fracture along the medial aspect underneath the implant that was retained only by soft tissue and that the tray had collapsed into varus. It was noted the patella was tracking well and not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2016; (lt knee).